Event description:
It was reported that the pulse generator exhibited backup vvi and was difficult to interrogate. During reloading the software, the device stopped pacing. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator to be in backup vvi mode. The product code was zeroed as a result of telemetry disruption during a product code download in the field. The reported condition could be reproduced during analysis. The product code download failed and the device exhibited no output due to low battery voltage caused by a depleted battery. Product code was downloaded, and interrogation found that the device had reached end of life.